Event description:
It was reported that during the unk surgery, cartridge cannot be fully depressed when installed, resulting in improper installation. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. D4: batch # 737c70. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with an ecr60d reload loaded on the device and one gst60t reload(b) present. The loaded reload was received partially fired 1/4, the reload(b) was received unfired. After resetting the loaded reload, the device was tested for functionality in the articulated position with the returned reloads. For both reloads, the device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the returned reloads could be installed without any difficulties noted. Regarding the loaded reload, the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the returned reloads could be installed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 737c70, and no non-conformances were identified.